Event description:
End user called to complain that the devices calibration test does not function. This was confirmed by trouble-shooting on the phone. The device was replaced and the defective one returned for investigation.